Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -01.00 diopter, in the patients left eye (os), on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to excessive vaulting and elevated intraocular pressure (iop). The problem was resolved.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found optic torn/deformed and haptic broken/stretched out with fibre on lens surface. Dimensional inspection found the lens to be within specification. Claim# (B)(4).